Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin programmer incorrectly displayed the remaining device longevity to be normal six months prior. Recently the device was suddenly found to be near elective replacement indicator. Review of the session record shows the battery depletion was normal. The patient has not experienced any adverse effects.